Event description:
On (B)(6) 2012 the reporter contacted animas stating that the pump emitted a low battery alarm at 7:30 am, followed by a replace battery alarm at 7:50 am, and then the pump shut off. The reporter noted that the pump and the battery felt hot to the touch. There was no reporter harm or injury due to the alleged temperature issue. This complaint is being reported because the alleged temperature issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed a drop in the battery voltage from 151 vdc to 135 vdc occurring on (B)(4) 2012. The battery was not returned with the pump for investigation. The battery compartment and cap were found to be intact. The pump powered on normally and exercised for 5 hours without overheating or alarms. The pump electrical currents were tested and were found to be within specifications.